Event description:
It was reported that during a follow-up, exit block and decreased sensing were observed. The lead dislodgement was suspected. The lead was repositioned. The patient condition was good during and after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.